Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hypotension, hematoma and hemorrhage are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices and are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Clinical study patient ID: (B)(6). It was reported vessel closure was successfully performed in the common femoral artery with a proglide device using a 6f sheath. Post-surgery, while outside of the procedure room, the patient had nausea with emesis. This caused the patient to sit up straight, and with the force of the emesis, caused pressure in the femoral artery resulting in an access site bleed. The patient had a drop in blood pressure that was resolved with 500cc ns bolus. Clopidogrel/plavix was prescribed. A CT of the abdomen/pelvis was performed and suggested retroperitoneal hematoma. The patient was referred to vascular surgery where it was determined that there was no active bleeding at that time, so no further intervention was required. Patient was successfully discharged without prolongation of hospital stay in good condition. There is no allegation against the abbott devices. No additional information was provided.